Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level between 400-500 mg/dl with moderate ketones. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released (B)(6) 2024 with no permanent damage.